Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.